Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified low glucose reading by adc device when compared to an unknown result obtained from a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat due to unspecified symptoms and had contact with an hcp who administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event. Reportedly, a glucose reading of 451 mg/dl was obtained on the adc device compared to a result of 68 mg/dl obtained on hcp meter. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device was one day. It is unknown when these readings were taken in relation to the medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No corrective actions have been taken at this time. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified low glucose reading by adc device when compared to an unknown result obtained from a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat due to unspecified symptoms and had contact with an hcp who administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event. Reportedly, a glucose reading of 451 mg/dl was obtained on the adc device compared to a result of 68 mg/dl obtained on hcp meter. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device was one day. It is unknown when these readings were taken in relation to the medical event.